Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: osh ,mni,kwq,mnh and nkb. Complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. A manufacturing record evaluation was performed for the finished device product code: 199721001 lot number: yl2112 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14/01/2022 qty: (B)(4). The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device . Visual analysis of the photo revealed that 5.5 exp verse unitized set scr had no damage identified in the inner threads of the device, as the evidence provided does not show the outer threads the reported condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for 5.5 exp verse unitized set scr. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in brazil as follows: it was reported on an unknown date that during the procedure, it was identified by the instrument and commercial representative of vertical df (distributor), that the polyaxial screw blocker was not holding the torque given by the surgeon and ended up damaging the screw thread and three blockers. Ref: (B)(4). Description: expedium verse key connector. It has been informed by the representative that it is the second occurrence related to this product that is identified during the procedure. This complaint captures the first event that occurred. This report is for one (1) 5.5 exp verse unitized set scr. This is report 1 of 2 for complaint.